Event description:
The customer contact reported the patient received more medication than intended. The patient was receiving an insulin infusion at a rate of 9.8 units/hr. The insulin infusion was "piggybacked" into an infusion of tpn that was being delivered using the same pump. At 0345, the rn turned the infusion off and powered the pump off, as the patient's blood sugar had reached a "target range." At 0500, the rn entered the patient's room and noted that the insulin bag was reportedly empty. At this time, the physician was notified and orders were received to continue to monitor the patient's blood glucose level. The patient was treated with 1 amp (25grams/amp) of d50w at 0520 for a blood glucose level at 55 gm/dl and at 0735 for a blood glucose level of 70 gm/dl. At 0900, when the patient's blood glucose level was 129 gm/dl, the insulin infusion was restarted at a rate of 4.5 units/hr. There were no reported adverse patient sequelae. Though requested, no additional information was provided.